Event description:
Patient reported feeling discomfort.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, d.1., d.2., d.4., g.1., g.3, g.5., h.4., h.6.

Event description:
Patient reported feeling discomfort.

Event description:
Patient reported "breast swelling, patient got worried", did an ultrasound (us), which detected device rupture". Patient had a new surgery and "device was not rupture, but there was a blood clot/ thrombus behind the device, patient did not fall. Physician removed blood clot and put the same devices under muscle (replacement was not needed). Now patient is having the same problem, breast is swollen, patient did a new us which showed liquid accumulation. Patient informed feeling discomfort. Later, healthcare professional reported that a patient experienced recurrent ¿breast swelling¿. An ultrasound showed ¿liquid accumulation¿. It was reported that previously, the patient underwent a surgery for a ¿breast swelling and suspected rupture on imaging¿. However, the device was not ruptured but there was a ¿blood clot/thrombus¿ behind the device which was removed. The ¿same devices were put under the muscle¿ (replacement was not needed). The device remains implanted.

Manufacturer narrative:
The event of seroma-late and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late, hematoma and use-error. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast swelling, patient got worried", did an ultrasound (us), which detected device rupture". Patient had a new surgery and "device was not rupture, but there was a blood clot/ thrombus behind the device, patient did not fall. Physician removed blood clot and put the same devices under muscle (replacement was not needed). Now patient is having the same problem, breast is swollen, patient did a new us which showed liquid accumulation. Later, healthcare professional reported that a patient experienced recurrent ¿breast swelling¿. An ultrasound showed ¿liquid accumulation¿. It was reported that previously, the patient underwent a surgery for a ¿breast swelling and suspected rupture on imaging¿. However, the device was not ruptured but there was a ¿blood clot/thrombus¿ behind the device which was removed. The ¿same devices were put under the muscle¿ (replacement was not needed). The device remains implanted.